Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information in the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was not reproduced, however, a flooded cable has been confirmed. Therefore, it was determined that the video function did not work correctly due to the flooded cable, and the indicated phenomenon [e222 (communication error with the processor)] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a failed cable leak was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head displayed an e222 error. There was no patient harm or user injury reported due to the event.